Manufacturer narrative:
Pump received not stuck in the manufacturing mode. Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received with normal operating currents. No unexpected low battery alert noted. However, pump trace download analysis confirmed the pump alarmed power error 25, power loss, replace battery alert and replace battery now alarm. The power management tool confirmed power error 25, power loss alarm, replace battery alert and replace battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked retainer and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that insulin pump had battery issue. The blood glucose at the time of the incident was 17 mmol/l. The device will be returned for analysis.